Event description:
The customer reported that the paramedics were called to his home as he was unresponsive for one hour and a half, and his blood glucose was 48mg/dl. The caller stated that he declined to be taken to the hospital. The customer mentioned having two boluses at the same time, but then he stated that he bolused 11.0 units to cover a meal eaten. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.